Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with 6mm cobalt chrome rod broke on the left side between l4 and l5 for reinforcement surgery with modular reinforcing clamp (mrc ) performed for the broken rod. It was reported that during use, rod broke off. During observation follow up after the correction and fixation for degenerative scoliosis on (B)(6) 2018, it was discovered that the left rod has been broken between l4/5. The reoperation was performed on (B)(6) 2020, and reinforcement has been performed around the rod broken site using modular reinforcing clamp (mrc ). In this reoperation, the bone union failure part was refreshed and autogenous bone and grafton was implanted. Fixation was performed from t8 using sai screws, and transforaminal lumbar interbody fusion (tlif) was performed between l5 and s using pc, and oblique lateral interbody fusion (olif) was performed at l2/3/4/5 in the previous week. There was delay of less than 60 min in overall procedure. The hospitalizations was necessary, since the rod broke off. The device will not be replaced and there was fragment left inside the patient. There were no patient symptoms. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: correction made to patient code as c34620. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with 6mm cobalt chrome rod broke on the left side between l4 and l5 for reinforcement surgery with modular reinforcing clamp (mrc) performed for the broken rod. It was reported that during use, rod broke off. During observation follow up after the correction and fixation for degenerative scoliosis on (B)(6) 2018, it was discovered that the left rod has been broken between l4/5. The reoperation was performed on (B)(6) 2020, and reinforcement has been performed around the rod broken site using modular reinforcing clamp (mrc). In this reoperation, the bone union failure part was refreshed and autogenous bone and grafton was implanted. Fixation was performed from t8 using sai screws, and transforaminal lumbar interbody fusion (tlif) was performed between l5 and s using pc, and oblique lateral interbody fusion (olif) was performed at l2/3/4/5 in the previous week. There was delay of less than 60 min in overall procedure. The hospitalizations was necessary, since the rod broke off. The device will not be replaced and there was fragment left inside the patient. There were no patient symptoms. There were no further complications reported regarding the event.